Manufacturer narrative:
One cadd® 0.2 fltr spike administration set was returned for investigation. The sample was received inside a plastic bag and without its original packaging. Additionally, photographs were provided for examination; no leakage was noted during review of the photographs. Visual inspection of the returned sample was conducted at a distance of 12" to 24" and under normal conditions of illumination. During examination, a crack was found in the star tubing. Investigation determined that the observed crack was a result excessive solvent application during manufacturing.

Manufacturer narrative:
Voluntary medwatch submission #: mw5066816. The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. Device evaluation in progress.

Event description:
It was reported that a cadd® administration set tubing was leaking where it connected to the distal end of the cassette. It was unclear what the impact to the patient was.